Manufacturer narrative:
The device was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via log analysis since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient received thrombolysis therapy after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power started to increase from 3 to 4 watts on the left ventricular assist device (lvad). Pump thrombus was suspected. Thrombolysis was administered. The power returned within normal region and the lvad remains implanted. No further patient complications have been reported as a result of this event.